Event description:
Nurse had stopped pump to change tubing. Pump then flashed red/pink screen saying battery alert- pump may not have battery power for use. Manufacturer response for infusion pump, sigma spectrum infusion pump (per site reporter) baxter is on-site to assist.